Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The pouch was not properly sealed. The seal was partially open and therefore not sterile.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation. A sample was received for evaluation. Visual inspection of the returned package confirmed the reported failure mode. The inspection also noted the presence of a sealing line on the applicable pouch suggesting the pouch was sealed prior to disposition from the manufacturing facility and during the distribution process the seal became open. The investigation was not able to identify any contribution from the factors above in regards to the observed failure mode. A device history record review of all applicable manufacturing records for lot 0001159475 did not identify any issues that may have contributed to the reported failure mode. A review of sealing pull strength monitoring data and sealing parameters did not identify any issues that would have suggested an ongoing issue with the sealing operation. Likewise, as part of the manufacturing and quality inspection processes, 100% of all the seals of every pouch are visually verified to ensure the presence of a sealed pouch. The investigation noted the potential for the pouch seal to open due to abnormal distribution conditions however the investigation was not able to confirm any abnormal shipping conditions for this product. Since no probable root cause was identified, the investigation was not able to identify any corrective actions for this complaint. As a preventive measure, all applicable associates will be notified of this complaint and will receive remedial training regarding the proper manufacturing processes for the applicable sealing operation for this affected product code in this complaint. The complaint will be entered into the complaint management system and will be tracked and trended for future occurrence through the quality data analysis process.

Event description:
Follow up for manufacturing investigation.